Event description:
It was reported that six months after implant the "wire" slipped. The hcp went back in to fix it and then the system was working fine.

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6), explanted: product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2001 (B)(6), explanted: product type programmer, patient product ID, 3888-33 lot# j0108023v serial#, implanted: 2001 (B)(6), explanted: product type lead. (B)(4).